Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿no significant anomaly ¿ sutureless connector damaged at explant¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (40 mg/ml at 9 mg/day) via an implanted pump. It was reported that the patient had an ER (emergency room) visit. During that visit, when she was being transferred to the CT scanner, she felt like she hit the hard table hard. Withdrawal symptoms started the next day after this event. No headache was reported. At the pump refill on (B)(6) 2021, the physician palpated fluid in the pocket. The physician aspirated the fluid and it was confirmed to be csf (cerebrospinal fluid). On (B)(6) 2021, the patient was taken to surgery to explore the pocket. Pocket exploration found that the sutureless connector was still attached to the pump, but the white outer layer was approximately 1-2 mm below where it typically would be, and the metal collar was exposed. The sutureless connector wa s replaced. The patient¿s daily dose was reduced from 9 to 6 mg/day in simple continuous mode, and the issue was noted to be resolved. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿transfer to CT scanner¿.